Event description:
It was reported that pump displayed malfunction alarm code 9 with fault ID 0x20f1 and no notable events occurred before malfunction. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction occurred again, which customer acknowledged and understood.